Manufacturer narrative:
Product code (d2b) - additional product code qon, UDI for concomitant product, neurostimulator: (B)(4), premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced a red light on the remote and no symptom relief. Troubleshooting over the phone by switching programs did not resolve the issue, and the red light persisted on one program. Device interrogation showed full open impedance on e0 and e3, which explained the error. It was suggested that the issue may be related to the lead position or a possible lead fracture. New programs were provided, and the patient began to see some symptom relief. The patient was scheduled for an x-ray and follow-up appointment to determine if a revision would be needed. The patient had been experiencing multiple leaks with high urgency. The patient's urinary symptoms remained at baseline, and the physician planned to meet with the patient to discuss a possible revision. The patient followed up with their physician, who reviewed the x-ray results and confirmed a probable fracture of the lead. Together, they decided to proceed with the explant of the device. The patient reported that their trial had been minimally successful from the start, despite attempts to reprogram around the open electrodes. The patient underwent explant surgery on (B)(6) 2025. No further complications were reported.

Event description:
It was reported that the patient with this neurostimulator experienced a red light on the remote and no symptom relief. Troubleshooting over the phone by switching programs did not resolve the issue, and the red light persisted on one program. Device interrogation showed full open impedance on e0 and e3, which explained the error. It was suggested that the issue may be related to the lead position or a possible lead fracture. New programs were provided, and the patient began to see some symptom relief. The patient was scheduled for an x-ray and follow-up appointment to determine if a revision would be needed. The patient had been experiencing multiple leaks with high urgency. The patient's urinary symptoms remained at baseline, and the physician planned to meet with the patient to discuss a possible revision. The patient followed up with their physician, who reviewed the x-ray results and confirmed a probable fracture of the lead. Together, they decided to proceed with the explant of the device. The patient reported that their trial had been minimally successful from the start, despite attempts to reprogram around the open electrodes. The patient underwent explant surgery on (B)(6) 2025. No further complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 4101, serial number: (B)(6), batch/lot number: ax1t093901, model/catalog description: neurostimulator, unique identifier (UDI) # (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary incontinence, urinary urgency, fracture, impedance high, and communication or transmission issue was defined in the product risk documentation. The event of urinary incontinence, urinary urgency defined as known inherent risk in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code caused not established for the allegations of fracture, impedance high and communication or transmission issue. Correction: block h6: evaluation conclusion codes. Block h11: UDI for concomitant product, neurostimulator.